Manufacturer narrative:
Event date is an estimate (month/year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was "rejected" three times. The patient clarified that shortly after they were implanted in (B)(6) of 2019, they developed an infection at the implant site. This occurred again in (B)(6) of 2019 after the patient's ins was taken out, cleaned, and put back in. Two and a half weeks prior to report, the patient's ins was removed permanently. The patient's issues were reported to be resolved. No further complications were reported or anticipated.